Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The fields b1 (adverse event/product problem), b5 (describe event or problem), f10 and h6 (impact codes) were updated. Thus, supplemental medwatch is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. A perforation was noted after initial and only transspetal puncture. The physician initiated a transseptal along with the versacross connect system. The device was tenting on the anterior portion of the fossa. Radio frequency was applied. During the 2 second pulse, the tip of the versacross rf wire was advanced across the fossa and curled into the aorta. Bubbles we're identified in the aorta by the echo physician and notified the physician. The versacross rf wire way retracted and flow from the aorta to the left atrium - la was visualized with color doppler. Cardiac surgery was consulted, and it was decided to continue with the warthman implant. Thus, a new transseptal was done. After the watchman was released, the color doppler was not visual showing flow from the aorta to the la. The first and only cross was through the fossa (inferior and anterior), once the versacross rf wire was advanced and perforated the aorta. No other adverse event was noted. The procedure was completed successfully. The patient had fully recovered. No other issues were noted. There were no device related issues noticed. There was no clinical intervention as a result of the aortic perforation at the time of the procedure. There is no reason to believe that the versacross wire malfunctioned during the procedure. The device is not expected to be returned for analysis (disposed). On 13oct2023, it was further confirmed that the unp for the product used in this case was vxak0007 (not vxak0005).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. A perforation was noted after initial and only transspetal puncture. The physician initiated a transseptal along with the versacross connect system. The device was tenting on the anterior portion of the fossa. Radio frequency was applied. During the 2 second pulse, the tip of the versacross rf wire was advanced across the fossa and curled into the aorta. Bubbles we're identified in the aorta by the echo physician and notified the physician. The versacross rf wire way retracted and flow from the aorta to the left atrium - la was visualized with color doppler. Cardiac surgery was consulted, and it was decided to continue with the warthman implant. Thus, a new transseptal was done. After the watchman was released, the color doppler was not visual showing flow from the aorta to the la. The first and only cross was through the fossa (inferior and anterior), once the versacross rf wire was advanced and perforated the aorta. No other adverse event was noted. The procedure was completed successfully. The patient had fully recovered. No other issues were noted. There were no device related issues noticed. There was no clinical intervention as a result of the aortic perforation at the time of the procedure. There is no reason to believe that the versacross wire malfunctioned during the procedure. The device is not expected to be returned for analysis (disposed).